Event description:
Additional information: the health care provider further reported that the cause of event was continuous, spontaneous pump stall. The pump was stalled for 1 week with no recovery. The patient had experienced increased spasms. The concentration of lioresal was 2000mcg/ml at dose of 344mcg when pump stalled. The concentration was changed to 500mcg prior to surgery. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2003, explanted: unk. (B)(4). Analysis of the pump revealed motor feedthru anomaly.

Event description:
A confirmed motor stall and motor stall recovery was reported. It was stated that there were three motor stall and recoveries in the logs from 8am-9am; the last stall lasted 30minutes. Patient was in his house when the stall occurred. No known exposure to magnets and no mris were taken. Patient experienced withdrawal and was admitted to the ER. Per healthcare provider, patient was to see his physician the next day and his pump would be monitored for recurring stalls. It was later confirmed that per telemetry the stalls were intermittent and were occurring since (B)(6) 2012. Pump motor stall changed to safe mode on (B)(6) 2012; battery depletion was noted. The pump was replaced. Drug delivered via the pump was gablofen 2000mcg/ml, 50mcg/day.